Event description:
The customer reported obtaining discordant alpha-fetoprotein (afp), beta-human chorionic gonadotropin (hcg), follicle-stimulating hormone (fsh), luteinizing hormone (lh) and prolactin patient results from a unicel dxi 800 access immunoassay system. The customer stated that follow-up testing of the patient sample on a roche instrument produced discordant results for the assay previously listed. The erroneous results were not reported out of the laboratory and there was no change to patient treatment in connection with this event. The customer indicated that the instrument was performing within quality control (qc) specifications. The customer has sent in patient's sample to customer product line support (cpls) for investigational testing as the customer suspects the discordant results may be caused by patient sample sourced interference. Cause of the event is currently unknown and is pending the findings of the investigational testing.

Manufacturer narrative:
Method - result - patient sample is evaluated for sample sourced interference. (B)(6).

Event description:
Investigational testing has confirmed the presence of sample sourced interference in the beta-human chorionic gonadotropin (hcg) and prolactin assays. Heterophile testing of the patient sample on the alpha-fetoprotein (afp) assay did not demonstrate any assay interference and it was determined that the dxi 800 in question likely generated accurate afp result at the time of testing; the dxi afp result was similar to the alternate methodology ((B)(4)) with values of 2.25 ng/ml from the dxi vs. 3 ng/ml from the (B)(4). Heterophile testing was not carried out on the follicle-stimulating hormone (fsh) and luteinizing hormone (lh). In conclusion, the customer product line support (cpls) investigational testing did confirm that sample interference was the cause of the patient;s elevated hcg and prolactin assay results.